Event description:
This case study was presented at a conference reporting this patient that had experienced instent occlusion. A 79-year-old man with prior minor left digital amputation and endovascular therapy for superficial femoral artery (sfa) occlusion, was treated with supera 5.5x150 mm, supera 6.0x150 mm, eluvia 8.0x120 mm, and eluvia 6.0x40 mm three years ago had been admitted to the hospital for recurrent toe and heel ulceration. The angiogram showed left sfa instent proliferative occlusion, so it was decided to perform endovascular therapy. The procedure included dilatation of the instent occlusion with small balloon, and aspiration of thrombus with aspiration catheter. After three times with thrombectomy, a large amount of red thrombus was effectively aspirated, and they were able to observe the instent occlusion with angioscopy. At the site previously implanted supera, grade 3 stent strut coverage was observed. In contrast, at the site previously implanted eluvia, grade 1-2 stent strut coverage was observed partially. Subsequently, the whole lesion was dilatated with 4.0x180 mm and under-expanded lesion with 5.0x20 mm balloon. Finally, drug-coated balloons were applied to the occluded lesion. The 32nd annual meeting of the japanese society for cardiovascular intervention and treatment medical general poster 42. Poster venue grand mercure sapporo odori koen 3f ball room. Yoaki kobayashi1, shiro amane1, takahide nakano1, takahiro kuno1, hideki ishii1.

Manufacturer narrative:
Correction report filed to update h6: patient codes. B3: event date was approximated to (B)(6) 2024 based on the date of the article. D4, h4: upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown. D6a: implant date was approximated based on "three years ago" reported in the article.

Manufacturer narrative:
B3: event date was approximated to (B)(6) 2024 based on the date of the article. D4, h4: upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown. D6a: implant date was approximated based on "three years ago" reported in the article.

Event description:
This case study was presented at a conference reporting this patient that had experienced instent occlusion. A 79-year-old man with prior minor left digital amputation and endovascular therapy for superficial femoral artery (sfa) occlusion, was treated with supera 5.5x150 mm, supera 6.0x150 mm, eluvia 8.0x120 mm, and eluvia 6.0x40 mm three years ago had been admitted to the hospital for recurrent toe and heel ulceration. The angiogram showed left sfa instent proliferative occlusion, so it was decided to perform endovascular therapy. The procedure included dilatation of the instent occlusion with small balloon, and aspiration of thrombus with aspiration catheter. After three times with thrombectomy, a large amount of red thrombus was effectively aspirated, and they were able to observe the instent occlusion with angioscopy. At the site previously implanted supera, grade 3 stent strut coverage was observed. In contrast, at the site previously implanted eluvia, grade 1-2 stent strut coverage was observed partially. Subsequently, the whole lesion was dilatated with 4.0x180 mm and under-expanded lesion with 5.0x20 mm balloon. Finally, drug-coated balloons were applied to the occluded lesion. The 32nd annual meeting of the japanese society for cardiovascular intervention and treatment, (B)(6).